Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. Biomed stated that the device was giving alarm 41. A check of the diagnostics using a shunt tube showed flow visible, but the flowmeter reading 0. The reported issue of device returning to service depot was flow meter issues was confirmed in decon and service floor. Replaced the flow meter. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the neonatal intensive care unit nurse trying to start therapy on the arctic sun device and getting zero flow. The flow rate was 0lpm, inlet pressure was -6.2psi and circulation pump command was 67 percentage. Nurse placed towel between window or tubing and rotated connector 180 degrees. The flow rate was 0, inlet pressure was -7psi and circulation pump command was 33 percentage. Nurse connected pad to new machine and got flow rate until they accidentally unplugged the device. The pad appeared to be unused, but open. Nurse restarted therapy and got flow rate of 1.7lpm on the new machine.

Event description:
It was reported that the neonatal intensive care unit nurse trying to start therapy on the arctic sun device and getting zero flow. The flow rate was 0lpm, inlet pressure was -6.2psi and circulation pump command was 67 percentage. Nurse placed towel between window or tubing and rotated connector 180 degrees. The flow rate was 0, inlet pressure was -7psi and circulation pump command was 33 percentage. Nurse connected pad to new machine and got flow rate until they accidentally unplugged the device. The pad appeared to be unused, but open. Nurse restarted therapy and got flow rate of 1.7lpm on the new machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.